Event description:
It was reported that in the emergency department a patient was intubated with the endotracheal tube that became kinked. Patient was re-intubated.

Manufacturer narrative:
The lot number is unknown therefore, the date of manufacture cannot be determined and the device history record cannot be reviewed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.